Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified the pebax broken. Deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-jan-2024 the pebax was observed broken. This event was originally considered non-reportable, however, bwi became aware of the pebax broken on 19-jan-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-jan-2024. The investigation was completed on 19-jan-2024. The product involved: smart touch unidirectional sf catheter. The product was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed the pebax broken. This condition could be caused by excessive force and handling being applied to the device after the procedure or during the shipping process; however, this cannot be conclusively determined. A deflection test was performed. In accordance with bwi procedures, the catheter failed the test since it was not deflecting. Therefore, the catheter was dissected from the handle. It was determined that the puller wire was broken inside the handle causing the improper deflection condition. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. However, the pebax condition is not related to the customer complaint. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the customer¿s reported ¿deflection issue¿. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿pebax broken¿ issue. Manufacturer¿s reference number: (B)(4).